Event description:
The user facility reported that smoke was coming from the sterilizer subsequently setting off the smoke detectors and dispatching the fire department onsite. The building was not evacuated and no injuries, procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and found that towels had been wrapped around one of the steam supply lines going to the sterilizer. The technician removed the towels from the steam supply line, inspected the unit and found it operating to specification. The towels were placed on the pipe during a previous service visit by a steris service technician and he inadvertently forgot to remove them. The steris district service manager instructed the technician to remove any towels or materials used during servicing before the equipment is returned to service.